Manufacturer narrative:
Lot- unk as not provided by reporter. Expiration - unk as lot is unk. (B)(4). No device will be returned per info supplied by the customer. Instructions for use (IFU) give instructions on proper placement and removal of the catheter. Quality control verifies loop functionality and locking mechanism. Without add'l info or return of the complaint device, it is difficult to determine what may have lead to this failure mode. However, if the locking loop of the catheter is not fully formed, it will leave a portion of the suture exposed in the tissue. This may allow encrustation to develop on the exposed suture, making it difficult to remove the catheter. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. A risk assessment was performed and there is insufficient risk to require mitigating action at this time.

Event description:
There was a problem with the removal of a nephrostomy catheter in the left kidney, which had been in place for approx 3 months. It had to be cut to be removed. Add'l info has been requested, but not provided.